Event description:
This patient was undergoing a robotic right hemicolectomy with anastomosis and bilateral tapp blocks. During surgery, a fenestrated bipolar forcep was used on the staple line. After this, the jaws of the forcep failed to meet and had to be taken out of service.